Event description:
Related manufacture reference number: 2017865-2024-03232. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead and implantable cardioverter defibrillator exhibited high defibrillation impedance. No interventions were performed. There were no patient consequences.